Manufacturer narrative:
The device is currently not available for analysis. No conclusion can ve drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. This patient developed a hematoma and was diagnosed with a hemorrhage of the chest and left arm after this ICD was implanted. The patient will have regular checks and "cooling was done". This device remains actively implanted.